Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that rep is currently in or with a new implant using 565 surgical lead and intellis ins. Caller reports impedance tested, electrode 5, 3, and 8 were showing >40k ohms and then when wipe and re-insert showing all electrodes >40k ohms. Suggest caller: wipe 8-15 lead tail on the 565 lead, insert the lead to the intellis, impedance shows all >40k ohms wipe 8-15 lead tail and insert into the wens, impedance show all >40k ohms wipe 0-7 lead tail and insert into the wens, impedance show all >40k ohms caller reports physician has inserted the lead metal lining up with metal on the wens. Caller reports the surgical implant went ok, nothing unusual during the lead implant. Caller reports physician swap the lead: 0-7 lead tail into the 8-15 port on the ins. And 8-15 lead tail into the 0-7 port on the ins. Caller reports impedance shows electrode 5, 7, and 8 are >40k ohms suggest putting the lead back into the original port: 0-7 lead tail into the 0-7 port on the ins and 8-15 lead tail into the 8-15 ins port. Caller reports the electrode 1, 13, and 14 are showing >40k ohms. Reviewed with caller, the lead appears to be fine, reviewed re-inserting the lead. Suggest caller: wipe 8-15 lead tail and insert the lead into the intellis but pushing the lead into the header firmly. Caller reports after several pressing in firmly and rotating the lead back and forth, all contact on 8-15 shows within normal limits caller reports contact 7 is showing >40k ohms. Caller reports the physician have pushing the lead firmly and wiping the lead down, continue to show >40k ohms on contact 7. Caller reports physician will proceed with the implant.

Manufacturer narrative:
H3. Serial (B)(6) the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Serial (B)(6) the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. H6. Evaluation method code 4117 does not apply. Evaluation code result 3221 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacturer representative reported that all the different items showed zero connections and 40000 impedances. It was unknown if there were any external or patient factors that contributed to the issue. The healthcare provider was able to get a third lead to work after twisting the implant around until the lead was seated properly in the channel. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: explanted: product type lead product ID 97725 lot# serial# (B)(6) implanted: explanted: product type external neurostimulator product ID 977c165 lot# serial#(B)(6) implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.